Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in germany as follows: it was reported on an unknown date that during an incoming inspection at the loaner set department of set returning from the customer, it was noticed that the bar holding tongs did not engage and cannot be opened. There was no patient involvement. This report is for one rod clamp this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the condition of the rod clamp, p/n: 299704175, is consistent with normal use. No significant product defect was observed after visual inspection. A dimensional inspection was unable to be performed due to device design. A functional test was conducted to assess the unable to assemble condition. A 5.5 mm pin gage was successfully assembled to the returned sample. No problems with the opening mechanism were observed. The complaint condition was not replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the rod clamp, p/n: 299704175 would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record (DHR) review: a review of the receiving inspection (ri) for rod clamp was conducted identifying that lot number gm4561402 was released in two batches. Batch1: lot qty of (B)(6) units were released on 9 may 2016 with no discrepancies batch 2: lot qty of (B)(6) units were released on 26 aug 2016 with no discrepancies. Supplier: seabrook medical as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.